Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted: that the balloons, valve doors and insufflation bulbs were received. The obturators were not received. A functional evaluation found that the hole at the proximal end of the cannula was covered and the balloons were inflated, a leak detected on one of the balloons. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal bilateral inguinal hernia repair, all balloons burst on inflation after insertion. New balloons were used to complete the case. There was no patient injury.